Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5a36u. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, during a low anterior resection, the surgeon fired the ecs29a and did not feel the normal crunch when she removed the safety and squeezed the firing handle. The surgeon removed the instrument and inspected the shaft for the tissue donuts. The donuts were present but the plastic washer in the anvil head was not cut. The surgeon inserted a scope in the rectum and blew air into the colon. Bubbles were observed the surgeon cut out the anastomosis and redid it with another ecs29a with no further issue. Surgery was delayed 15 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: device evaluation summary updated to include additional testing. Updated device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.